Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed more carbohydrates than intended and did not deliver the corresponding bolus dosage. The customer's blood glucose (bg) level in the upper 200's (mg/dl) range. A manual injection and a pump bolus was delivered to address the bg level. Recommendation was made to discuss diabetes management with health care provider.